Event description:
Customer reportedly received results of 448 mg/dl and 227 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. Controls were run and in range. No adverse event reported. Requested return of the suspect device and replacement product was sent.